Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a lab using an unknown method. The result from the meter was 4.5 inr and the result from a laboratory was 3.2 inr. On (B)(6) 2019, the meter result was 5.1 inr and the laboratory result was 3.4 inr. There was no allegation of an adverse event. The therapeutic range was 3.5-4.0 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. Corresponding retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.